Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic supercervical hysterectomy when they were using the device the surgeon hit the metal vaginal manipulator and the blade broke off of the device. They removed the blade from the patient and due to they were at the end of the case they used scissors, to cut and tie to complete the procedure. There was no patient consequence reported.